Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the pump was ¿doing something¿ to the patient. The patient was ¿very, very sick¿ and had been violently ill for the past seven days and was dehydrated. She also had severe abdominal pain that was making it impossible to eat anything. She could not see and was barely able to read. The patient¿s legs were ¿shriveled.¿ ¿you could pick up skin¿ on the patient¿s hands. The patient was spending hours on the toilet. It was noted the patient was planning to go the hospital and was trying to make arrangements to replace the pump. It was also reported the pump was alarming. The pump was being used to deliver dilaudid. Additional information received reported on (B)(6) 2014 the patient was extremely ill and had severe vomiting and diarrhea. It was noted the pump was beeping and the patient believed she had the flu, but it was further reported the patient was going through withdrawals ¿because the pump was no longer working.¿ it was reported after the patient was ill for seven days the patient was transported by ambulance to a medical center for severe dehydration and the pump was replaced on an emergency basis. The patient¿s stitches were to be removed on (B)(6) 2014. It was also reported the patient does not have concerns with their device or therapy and they received assistance from their doctor and their concerns were resolved.